Event description:
The customer reported that the insulin pump had an error alarm during the manual prime. Advised the customer to revert to back up. The customer's most recent glucose reading was 300mg/dl, and he has treated with a manual injection. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.